Event description:
It was reported that a nurse attempted to deliver versed to a pt in the ICU care area. The rate was titrated from 7 ml/hr to 10 ml/hr through the night and the IV bag had 100 ml at the start of the infusion. After checking back on the pt the nurse stated that the medication never infused and the bag was full even though the pump indicated that there was only 15ml left to be infused. The customer stated that the clamp was found closed when the problem was discovered. It was reported that no pt injury occurred.

Manufacturer narrative:
(B)(4). The pump was subjected to upstream occlusion sensor and downstream occlusion sensor tests by sigma per the spectrum service manual with the unit passing. A flow rate test was performed per the spectrum service manual (200ml for 50 ml) with the unit passing having delivered 46.27 ml. The device was tested for flow rate accuracy using the actual event parameters (i.e. Dep mode delivery parameters as found in history log - 10 ml/hr for 10 ml) and the device was out of specification low having delivered 9.28 ml. The unit was found to be marginally under infusing. However, the reported event could not be reproduced.